Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set components separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: I have a bd tubing set that broke apart with little or no force.

Manufacturer narrative:
H6: investigation summary the customer reported tubing broke apart with little force, and returned a photo of a pen pointing at the area of concern. The photo does not show the actual failure, and the complaint could not be verified. The root cause for the failure is unknown without the full investigation. Device history record review for model 2426-0007 lot number 22095177 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd alaris pump module smartsite infusion set components separated and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: I have a bd tubing set that broke apart with little or no force.